Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient's vns device has been explanted. Initially, the patient was scheduled for explant surgery due to battery depletion; however, testing on the day of the revision surgery revealed high impedance. Therefore, the surgeon opted to remove the generator and the lead. Explanted products have been received by the MFR; however, that analysis is not yet complete.